Event description:
The manufacturer received information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A supplemental report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported information alleging a trilogy evo ventilator experienced a ventilator inoperative condition. There was no serious patient harm or injury that occurred or was reported. During evaluation of the device at the third party service center, a ventilator inoperative error code was found in the device's error log relating to a 'machine flow sensor drift high'. The service technician states that the system printed circuit assembly (pca) board needs to be replaced to resolve the error. Additionally, it is noted that the machine flow sensor, inline prox filter, inline filter, and blower were contaminated with dust. The software will be updated to 1.06.10.00. The muffler, air foam filter, particulate filter, and internal battery need to be replaced for maintenance. No repairs were performed per the customer's request.